Event description:
A malfunction code was reported by the customer, specifically malf 9, but there were no notable events occurring before the incident. The malfunction did not cause the customer's blood glucose level to exceed 500 mg/dl, and therefore, there was no adverse impact. The customer had not previously reset the pump for this issue, so technical support provided guidance on how to reset it, which successfully resolved the malfunction. The customer was advised to continue using the pump and to contact technical support again if the malfunction code reappears.